Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The resistance with the sds and separation were confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience alpine stent referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the moderately calcified and mildly tortuous mid right coronary artery. The xience alpine stent delivery system was advanced over the balance middleweight (bmw) guide wire. The stent delivery system (sds) was unable to cross to the target lesion and an attempt was made to remove the device; however, during removal, resistance was noted between the sds and the guide wire. The physician tried to remove the sds, but the guide wire separated in the patient anatomy. The separated guide wire segment remained contained in the stent delivery system and the devices were removed as a single unit. All segments of the guide wire were removed from the patient anatomy. No portion of the guide wire remained in the patient anatomy. A second guide wire and xience alpine sds were used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.